Manufacturer narrative:
The investigation has been completed and section h codes have been updated to reflect this. Section b5 has been updated with additional information from the user facility. H3 other text : user facility was unable to locate the device for evaluation.

Event description:
It was reported that while attempting to apply the brakes, a caregiver strained their back. The user facility stated that the serial number of the device was not recorded at the time of this event; however, they were not alleging any defects. The user facility stated that due to the caregiver's height they experienced difficulty engaging the brake pedal and were in a non-ergonomic position while trying to engage the brakes. This resulted in a back strain, which caused the caregiver to miss work.

Event description:
It was reported that while attempting to apply the brakes, a caregiver strained their back. Attempts are being made to gather additional injury and treatment details from the user facility.